Event description:
A caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. It was noted that the caller had not yet tried leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes. Customer technical support instructed the caller to plug the adapter into a known working outlet and wait 30 minutes to see if the pump would start charging, and they planned to follow up with the caller.